Manufacturer narrative:
MDR 1219913-2021-00100 was submitted on 11-feb-2021 to report an observation of a reactive (positive) immulite 2000 toxoplasma quantitative igg (txp) result which was discordant relative to patient history and alternate-method testing. Siemens healthcare diagnostics has concluded the incident investigation. Siemens reviewed the customer's calibration and quality control data, and did not identify any issues. An estimate of this customer's observed txp-assay specificity (99.1%) is consistent with expected performance. There was insufficient patient sample to permit additional investigation and the affected patient did not return for follow-up testing. The observed discordance appears to be an isolated, patient-specific issue, and siemens cannot rule out pre-analytical factors or sample-related issues. Based on the investigation, no product problem was identified, and it was determined that the immulite 2000 toxoplasma quantitative igg (txp) assay is performing as intended. No further action is required. Coding for investigation findings and investigation conclusions has been updated in section h6. Note: mdrs 1219913-2021-00098 supplemental 1 and 1219913-2021-00099 supplemental 1 have filed in association with other test observations for the same patient.

Manufacturer narrative:
The customer observed reactive immulite 2000 toxoplasma quantitative igg (txp) results for one patient which were discordant compared to patient history and alternate-method testing. Siemens is reviewing adjustments and quality control results. Siemens continues to investigate. The limitations section of the instructions for use states: "the results of this test must be taken within the context of the patient's clinical history, symptomology and other laboratory findings." Mdrs 1219913-2021-00098 and 1219913-2021-00099 were filed for a different sample from the same patient tested on a different day.

Event description:
When using the immulite 2000 toxoplasma quantitative igg (txp) assay, the customer observed reactive (positive) results for one patient which were discordant relative to alternate-method testing. There are no known reports of patient intervention or adverse health consequences due to the discordant results.